Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a medtronic overpressure relief valve, it was reported that the device appeared to function normally for the first 10 minutes of use, however, after this period of time blood began to leak out of the side of the valve. The leakage largely occurred when the vent was off. The use of the device was unspecified. It was unknown if there was any adverse patient effects associated with this event.

Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provides an approximation for first time use of negative and positive pressures to open the umbrella relief valves at 0.5 l/min blood flow are approximately -205 mmhg and 318 mmhg. The results indicated the negative pressure umbrella opened at -179 mmhg and the positive pressure umbrella valve opened at 323 mmhg verifying the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirms the duck bill valve functioned as intended. There was no leaking observed. Conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was very little patient blood loss as a result of this leak. No transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.